Manufacturer narrative:
Continuation of d10:this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1613c93e, serial/lot #: (B)(6), ubd: 02-mar-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Heli-fx endoanchors were implanted due to concern for late failure in an endurant stent graft system during the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported 4 months post the index procedure, follow up angiogram showed kinking in the left iliac limb stent with high grade stenosis. The patient had complained of leg feeling heavy when walking. Percutaneous angioplasty of the left common iliac artery limb of the prior evar was performed. A stent was not required and the kinking and stenosis was confirmed as resolved. The site assessed the left iliac kinking and stenosis as related to the endograft. The sponsor assessed the left iliac kinking and stenosis as not related to the device, procedure or treated aneurysm.